Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the underside cover needed to be replaced, however during the replacement the hardware as found to be missing on the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as underside cover was to be replaced and hardware was missing and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never led to serious injury, nor death. Subject matter experts investigated the issue in depth. It was established that the initial allegation provided was incorrect, as no parts were missing, loose or fallen. The issue was reported based on the potential, as it was stated that the hardware was missing, however with the information established later it should not be considered as a reportable complaint. With regards to the issue with underside cover ¿ the technician established that the malfunction was caused by improper cleaning. We believe that all remaining devices are performing correctly in the market.

Event description:
Manufacturer reference number ot292989.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6), 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the underside cover needed to be replaced, however during the replacement the hardware as found to be missing on the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might lead to contamination.